Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond resistance measured 0.101 ohm (ground bond test specification is 0.001 to 0.100 ohm). The measured resistance from power entry module ground to door post was 0.001 ohm, within specifications. The device was checked for loose ground with no problems found. An internal inspection revealed no problems. The device history was reviewed and the previous return was unrelated. The assignable cause for device failed ground bond resistance test was undetermined; not enough evidence was available to make a determination. Baxter will continue to monitor similar reports to determine if further actions are required.